Manufacturer narrative:
Investigation summary: the customer reported during priming, nutrition leakage was noticed from the connector. There was no patient involved. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and no trend was identified for the reported lot number or device failure. One (1) used sample was received for evaluation. Visual inspection and functional testing was performed and confirmed the report of leak due to the detachment of cross-spike and tubing. An investigation has been initiated to determine the root cause of this confirmed product failure as it relates to a manufacturing/production process issue. This product failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during priming, nutrition leakage was noticed from the connector. There was no patient involved. Therefore, no patient injury, medical intervention, or adverse reaction was associated with this event.